Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch: 1221934-2018-50683.

Event description:
It was reported by the sales rep while checking his trunk stock that he received two of the large 30 mm intrafix advance sheath with a blue label instead of purple from the same lot number.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was returned. Pictures were provided which have been analyzed to confirm the complaint. Analysis was performed on the device and the photos provided. A non-conformance search was performed for this part/lot combination and two non-conformances were identified. According to the investigation, there is a non-medical impact to the device as the intrafix advance system instrumentation and implants are color coded by size. This issue may cause difficulty in identifying the correct size sheath. Functionality of the product is not impacted by this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). Associated med watch:1221934-2018-50683.